Event description:
The customer reported that the 840 ventilator had a blank screen. There was no patient involvement. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Covidien recommended the graphical user interface (gui) pcb be replaced.